Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photos confirmed the reported debris in the pump cable inline connector. Although a specific cause could not be conclusively determined. The account submitted five photos containing the pump cable. The pump cable inline connector was observed to have signs of corrosion. The submitted log files were reviewed and captured a driveline communication fault alarm which has been addressed under manufacturer report number 2916596-2026-2916938 the pump operated as intended throughout the log files. The provided information indicated the modular cable and controller were exchanged and the driveline communication fault alarms resolved. No further issues were reported after the exchange. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a driveline problem due to the patient intentionally pulling on it. Log files were sent for review and captured driveline communication (comm) faults (comm a) starting on (B)(6) 2026 at 14:38 and continued for the remainder of the log file. The patient's international normalized ratio (inr) was only 1.36. The patient was admitted due to living over an hour away and was loaded with lovenox. The modular cable and system controller was exchanged and all alarms resolved. There were no symptoms reported from the patient and all ventricular assist device (vad) parameters were within defined limits (wdl). Debris was found on the pump-side connector but not enough to cause an issue since the alarms cleared after the equipment exchange. The modular cable was planned to be returned. It was later communicated that the system controller and modular cable exchange did resolve the driveline communication faults and no further issues occurred.